Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as occurring while the patient was taking a shower (no further detail was provided). On an unknown date, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment with an unspecified anti-inflammatory drug (dose, frequency and route not reported). Dianeal therapy was ongoing during the treatment. At the time of this report, the patient remained hospitalized, the peritonitis was not resolved and the patient was not recovered from the event. No additional information is available.